Event description:
Customer reported IV tubing disconnected at the clamp site, lower blue fitment, while removing IV set from the pump. No patient harm reported and no medical intervention required. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer the product was discarded. The lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.